Manufacturer narrative:
Results of investigation: vyaire field service representative (fsr) went onsite to check and inspect the unit. The root cause was determined due to long life cell early depleted o2 cell. As a resolution, vyaire fse replaced the unit o2 sensor.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator is giving multiple alarms (unspecified). Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for investigation.a vyaire field service representative(fsr) evaluated the device onsite, gathered logs and sent them to technical support (ts). Customer reports multiple passed o2 sensor calibrations but unit still calls for oxygen sensor to be calibrated. This was confirmed in the alarm log.during calibrations unit started alarming for o2 sensor to be calibrated.the fsr replaced the 02 sensor. Ts suggested running all calibrations and verifications. All tests passed the required criteria and the unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.